Manufacturer narrative:
Device analysis: weight to the spec, opening on posterior and black particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Explanting physician reported a right side device rupture diagnosed by ultrasonography. The device has been removed.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported a right side device rupture diagnosed by ultrasonography. The device has been removed.